Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
During priming prior to implantation, the fluid did not flow through the device despite several attempts. There were no adverse consequences to the patient.